Event description:
While inserting the lens into the eye the haptic bent backwards and under the lens. The area where the haptic joins the lens was cracked. The lens was removed and an anterior vitrectomy performed.

Manufacturer narrative:
Add'l info was received from the user facility on 12/10/96.